Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damaged. Event history log (ehl) showed: check syringe plunger sensor. The reported problem was found at power up and flippers were not opened when plunger lever was pressed all the way down; this was caused by the dowl pin came loose from plunger head mount. The root cause of the issue was is known and is design related. Action(s) taken to mitigate the reported issue(s): replaced dowel pin and plunger head mount; performed power up process and all functional testing passed.

Event description:
It was reported that the pump showed: check syringe holder alarm/ syringe holder not moving. No patient injury was reported.